Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter tube separated from the hub after a gallbladder drainage procedure. An additional procedure on (B)(6) 2018 was required to replace the catheter. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows one nonconformance that could have contributed to this failure mode. This nonconformance was for the device not being fully torqued down. There are quality controls in place to prevent the release of this nonconformance. There is no indication that nonconforming devices are in house or in the field. It should be noted there was one other reported complaint for this lot number. The complaint was for two catheters leaking from the hub. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Root causes have been attributed to the mac-loc body thread dimensions being at the high end of tolerance and assemblers being unable to consistently control suture location. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.